Event description:
During laparoscopy, physician was taking peritoneal biopsy using endoscissors and 30 watt current with another MFR's electrosurgical cable (for monopolar use) and a third MFR's electrosurgical unit. The fallopian tube was located approx 2-4 cm above the joint where the shaft and scissor blades connect. Current was applied for approx two seconds total. The scissor tips and hinged area of the shaft were in full view while current was being delivered. The scissors were used via a metal trocar sleeve. No overt breaks in insulation are seen along the shaft of the scissors. Upon readjusting the laparoscope, the physician noticed a superficial area of cauterized tissue on the fallopian tube. The scissors were immediately removed and inspected. No over breaks in insulation occurred. The scissors were given to the biomedical engineer for evaluation. A new pair of scissors was used to complete the procedure. The biomedical sticker on the electrosurgical unit indicates the last check was on 8/8/94.